Event description:
The customer reported to olympus that the videoscope cable exera ii was defective. There was no patient harm associated with the event. The device was evaluated, and it was found that there was an intermittent image. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional allegation of an intermittent image was due to failure inside the curled cable. There were no additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a poor cable. Olympus will continue to monitor field performance for this device.